Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 60 units despite completing the load process correctly and expecting 219 units. There was no adverse impact to the customer's blood glucose level. The caller completed prescribed steps to ensure proper insulin filling, including using room temperature insulin and not overfilling the cartridge. Technical support guided the caller through loading a new cartridge and helped perform a test bolus. As a resolution, the decision was made to replace the pump, although affected cartridges were not available for return.